Event description:
While replacing the stylet in the sheath, the needle is coming out of the sheath. It¿s not possible to push the stylet in the needle. The needle was broken on return of the device for eval. No section of the device remained in the patient.

Manufacturer narrative:
There were no echo devices of lot c771465 in stock at the time of the investigation; 1x echo device of lot c771465 was returned for eval. It was returned in its original packaging and was open on receipt. The complaint info stated that user of the device had the following issue ¿while replacing the stylet in the sheath, the needle is coming out of the sheath. It¿s not possible to push the stylet in the needle.¿ needle breakage was not reported. However, on eval of the returned device, it was noted that the needle had broken away from the device within its sheath below the sheath extender. The remaining piece of the needle returned attached to the device. There was no part of the needle missing. The stylet and cap was returned separate to the device. The needle tip and notch was intact. The stylet could advance and retract within the device. The sheath at the distal end was intact. Despite numerous attempts requesting info as to how the needle broke, no further details have been received and therefore it is unk as to how the needle and sheath detached from the device. The customer complaint issue could not confirm as the needle was returned broken away from the device and could not function as intended due to the breakage. A possible cause of the complaint could be that the device may have been damaged during its introduction into the endoscope or during use. From the info provided the endoscope was in a flexed or twisted position during the procedure. As the endoscope was being used in a flexed or twisted position then this may have caused the needle to kink and break below the sheath extender. However, no kink or bend was reported as per the info provided. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo device of lot number c771465 did not reveal any discrepancies which could have contributed to the complaint report the (B)(4) complaint history has been reviewed and this type of complaint ¿needle breakage¿ occurrence is low. No corrective action is warranted at this time. Complaints of this nature will continue to be monitored for potential emerging trends.